Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead showed high, out of range pacing impedances at the lv lead channel. There were recorded sensed event with negative numbers, and it was discussed that could be due to the lead location, relative to the lv lead sensing. The crt-d and the lv lead remain in service. No adverse patient effects were reported.